Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker device was experiencing pocket discomfort. A pocket revision was done, and this device was repositioned. This device remains in service. No additional adverse patient effects were reported.